Event description:
It is reported that the patient is experiencing pain and instability.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. The device history records were reviewed, indicating the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.